Manufacturer narrative:
The hill-rom tech found the communication cable was damaged. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the nurse call was not working. The bed was located at the account in 7t. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).